Manufacturer narrative:
Manufacturing review : a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary : the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately two years post deployment a CT abdomen and pelvis was performed which revealed that several filter struts have penetrated through the ivc wall. Therefore, the investigation is concluded for the filter perforation in the ivc wall. However, the investigation is inconclusive for the filter tilt. However, based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated through the ivc wall and the filter tilted and embedded in the wall of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.